Event description:
It was reported that during an idiopathic ventricular tachycardia (idvt) that the patient's blood pressure dropped while at the recovery room after the case was completed. Echo confirmed perforation. Pericardiocentesis was performed and about 1 liter of fluid was removed. The patient required extended hospitalization because of the adverse event. The physician stated that the perforation was caused by a reprocessed quad catheter on the right ventricle. Since the ez steer thermocool sf catheter was present during this procedure, bwi takes conservative approach and reports this event under the ez steer thermocool sf catheter. Multiple attempts were done to request for further details of the event. However, no additional information has been provided.

Manufacturer narrative:
The bwi equipments involved were: carto 3 system (serial#(B)(4)), stockert generator (serial#unknown), coolflow pump (serial#unknown), and catheter bni35dfh (lot#unknown). (B)(4).